Event description:
The customer observed falsely elevated alinity c total bilirubin results for several patients. The following example was provided (customer¿s normal range is 0.1-0.4 mg/dl): initial result was 1.7, repeat was 0.3 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for several patients. The following example was provided (customer¿s normal range is 0.1-0.4 mg/dl): initial result was 1.7, repeat was 0.3 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated alinity c total bilirubin results on the alinity c processing module, serial number (B)(6). During an extensive investigation, the fsr performed troubleshooting procedures, including realignment of the r1 pipettor, but was unable to determine a single definitive part for the likely cause of the issue. The alinity c processing module, serial number (B)(6), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.